Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a long crack was found on one side of the 4mm 4cm saber percutaneous transluminal angioplasty (pta) balloon. The procedure was completed using atherectomy. There was no reported injury to the patient. The product was properly stored according to the instructions for use (IFU). There was o damage noted to the packaging and no difficulties encountered during unpacking. There were no issues removing the product from the hoop, the balloon cover, or any sterile components. The device will be returned for evaluation.

Manufacturer narrative:
This event is no longer considered reportable. Malfunction code of body/shaft-cracked no longer applies. This event no longer meets the definition of a malfunction that requires submission of a regulatory report.

Event description:
As reported, a long crack was found on one side of the luer hub on the 4mm 4cm saber percutaneous transluminal angioplasty (pta) balloon. The procedure was completed using atherectomy. There was no reported injury to the patient. The product was properly stored according to the instructions for use (IFU). There was o damage noted to the packaging and no difficulties encountered during unpacking. There were no issues removing the product from the hoop, the balloon cover, or any sterile components. The device will not be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a long crack was found on one side of the 4mm 4cm saber percutaneous transluminal angioplasty (pta) balloon. The procedure was completed using atherectomy. There was no reported injury to the patient. The product was properly stored according to the instructions for use (IFU). There was o damage noted to the packaging and no difficulties encountered during unpacking. There were no issues removing the product from the hoop, the balloon cover, or any sterile components. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a long crack was found on one side of the 4mm 4cm saber percutaneous transluminal angioplasty (pta) balloon. The procedure was completed using atherectomy. There was no reported injury to the patient. The product was properly stored according to the instructions for use (IFU). There was no damage noted to the packaging and no difficulties encountered during unpacking. There were no issues removing the product from the hoop, the balloon cover, or any sterile components. The device will not be returned for evaluation. A product history record (phr) review of lot 82320151 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft cracked¿ could not be verified as the device was not returned for analysis nor were procedural images provided. The exact causes cannot be conclusively determined. Handling of the device, procedural factors, and/or vessel characteristics may have contributed to the event reported by the customer. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the safety information of the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a long crack was found on one side of the 4mm 4cm saber percutaneous transluminal angioplasty (pta) balloon. The procedure was completed using atherectomy. There was no reported injury to the patient. The product was properly stored according to the instructions for use (IFU). There was o damage noted to the packaging and no difficulties encountered during unpacking. There were no issues removing the product from the hoop, the balloon cover, or any sterile components. The device will not be returned for evaluation.